Event description:
Digene hpv assay product number 5199-1220 package insert page 24 and product number 5198-1220 package insert page 27 state only briefly in the quality control section that the material provided and labeled as qc, is made from the same material as the calibrators and cannot be used for qc. The product insert also states that this material must be run with every run, even though calibrators are also run with every run. This portion of the product and the package insert should really be labeled and run as calibration verification. This same page states that the only two FDA approved media for specimen collection need alternate qc material. Specimen transport medium is in the digene cervical samplers and therefore is not qc for any part of the kit. Rptr thinks by having quality control written on the vials or in the package insert is misleading. Even when technical support is called, they do not confirm that it truely qc's the assay, but do confirm that alternate or pooled qc should be run.